Manufacturer narrative:
4315, 67. The prograsp forceps instrument involved in the customer reported event has not been returned to isi for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined at this time. A follow-up MDR will be submitted if additional information is received or if the instrument is returned. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted radical cystectomy surgical procedure, it was alleged that the prograsp foceps instrument shed a small amount of black coating inside the patient. The customer irrigated the patient to remove the coating; however, the customer stated that some coating might have remained inside the patient. At this time, it is unknown what caused the black coating to shed inside the patient and if the coating was retained inside the patient.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, a prograsp forceps instrument allegedly shed a small amount of black coating inside the patient. The customer irrigated the patient to remove the coating; however, the customer stated that some coating might have remained inside the patient and expressed concerns of biocompatibility. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: it was alleged that the black coating from the distal end of the shaft of the prograsp forceps instrument shed inside the patient. The affected prograsp forceps instrument was removed and a new prograsp forceps instrument was used to complete the intended portion of the surgical procedure without any further issues. The surgical procedure was completed robotically with no reported patient harm, injury, or adverse outcome. The patient was discharged. The surgeon did not take any image after the surgical procedure because the instrument flaking was reportedly minimal. Video recording of the surgical procedure is not available.